Event description:
An enduser filed an adverse incident report with the mhra reporting that 9 pts sustained 1st and 2nd degree burns, as the result of a lightsheer treatment.

Manufacturer narrative:
A lumenis field service investigation found that the subject device was within allowable operating and functional tolerances. No related malfunction was observed. Lumenis medical staff evaluated the reported settings and determined high settings to be the probable root cause of the reported events.